Event description:
Patient underwent uncomplicated treatment with rhinaer stylus. 2.5 weeks post-procedure the patient presented to local emergency room with bleeding into the oropharynx and out the left naris. A syncopal episode and concerns of hemodynamics were noted. The patient was packed with a balloon, given 1 unit of blood and transferred to another hospital. Patient was taken to the or. Sphenopalatine artery ligation was performed to achieve hemostasis. Endoscopic inspection of contralateral (right) side showed no signs of mucosal interruption or trauma in the area of an accessory arterial branch with very healthy tissue surrounding it and good viable mucosa. Patient was seen 5 days post-procedure and no further issues reported.